Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The replaced portion of the percutaneous lead and the pump were returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the evaluation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital for red heart alarms and pump off, low speed and driveline disconnect events were noted in the device history. The patient stated that the alarms occurred while on battery power, and they seemed to resolve when the percutaneous lead (driveline) was ¿jiggled". It was suspected that there was wire damage in the percutaneous lead. On (B)(6) 2015, the manufacturer¿s technical services technicians went to the hospital and evaluated the percutaneous lead. X-rays were taken which showed potential shield damage approximately 6 inches below the percutaneous lead exit site. The silicone jacket was peeled back in that area and it was noted that the shielding was broken apart where the patient wore his hollister patch that anchors his percutaneous lead. The distal portion of the percutaneous lead was replaced close to the exit site. No issues occurred during the repair; however, when the patient attempted to stand up after the repair while on battery power, a pump off/low voltage alarm occurred. The alarm was reproduced when the patient was in a seated position and resolved when he was lying down. It was suspected that there was internal damage to the percutaneous lead. The patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The reported low speed hazard, low flow hazard, motor stop, and driveline disconnect alarms were confirmed based on the information contained in the log file extracted from the system controller. The alarm conditions captured appeared to be indicative of a potential driveline issue; however, the presence of driveline wire damage could not be confirmed as the entire driveline was not returned for evaluation. Approximately 19 inches of the distal end portion of the driveline from the distal end driveline replacement procedure was returned for evaluation. In addition, the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing; however, the remainder of the driveline was not returned. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: on (B)(6) 2015 pt. Experienced red heart alarms- pt. Admitted and lvad driveline was fractured. Lvad exchanged on (B)(6) 2015.